Event description:
It was reported that a few days following an implant, the patient's blood pressure was "all over the place". A dye study showed that the catheter was not in the intrathecal space. The patient was scheduled for revision surgery. Additional info has been requested, a follow-up report will be submitted, if additional information becomes available.